Event description:
Report received of channel c turning off and channel b turning on spontaneously. The pump was programmed to deliver 1000ml of d5w with 20meq of kcl on channel a; channel b was infusing nitroglycerine; channel c was infusing milrinone, and channel d was infusing neosynephrine. The patient was received from the operating room around 11:00am with the four solutions infusing. During the early afternoon, the nitroglycerine on channel b was intentionally turned off. Approximately one hour later, the nurse reported that the patient's systemic vascular resistance (svr) was low and she was looking at the pump to evaluate the milrinone infusion. The nurse observed that although she had turned channel b off, it was found to be infusing and channel c was found off. At that time, the nurse turned channel b off again and turned channel c back on. The pump remained in clinical service. The nurse reported the event to the night nurse at 7:00pm. It was reported that the event reoccurred at midnight. The pump was removed from the clinical service. The patient did not experience any adverse effects. Though requested, there was no further information available.